Manufacturer narrative:
Root cause: the true root cause cannot be determined due to a sample not being returned for evaluation. Potential root causes have been identified but are not limited to failure to follow the instructions for use or vendor component failure. Corrective action: due to the investigation and root cause determination, a corrective action has not been taken. Investigation summary an internal complaint (call (B)(4)) was received indicating a polyderm wound dressing (finished good 46-906, lot number 41428741) was tearing during a dressing change. The customer reported the product may not have sufficient tensile strength. A sample was not returned for evaluation due to the product being used. The work order was reviewed for discrepancies that may have contributed to the reported event. None were identified. The raw material is supplied to deroyal by (B)(4). The certificate of conformance (coc) was reviewed for the raw material. The coc states that "no changes in design, raw material, methods of manufacturing or testing have occurred other than as concurred to in advance in writing to the specified customer." A supplier notification letter was sent july 19, 2016, to (B)(4) for awareness of the reported issue. In april 2016, deroyal initiated an engineering change order (B)(4) to change the vendor of the polyderm foam dressing. Prior to this change, the new raw material underwent the design control process during which it passed design verification and validation testing that included evaluation of the tensile strength and functional testing for use in negative pressure wound therapy dressing. The raw material passed all verification and validation testing. Deroyal has sold (B)(4) cases/(B)(4) each of finished good (B)(4) from 2014 to present. No previous reports have been received prior to the reporting customer filing three separate complaints. Deroyal will continue to monitor post market feedback and will recognize in the future if a trend develops. Preventive action: due to the investigation and root cause determination a preventive action has not been taken. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
The product is tearing during negative pressure wound therapy dressing changes. The customer is concerned the product has insufficient tensile strength and might tear in the undermining/tunneling area of the wound bed.